Event description:
The customer reported that the sys displayed an overload fault error message followed by a shut down of the system. There is no report death or serious injury associated with this complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
The customer declined to have the svc rep fix the system. No further info is available.